Manufacturer narrative:
The reported events necrosis and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fever," "infection" and "wound necrosis.

Event description:
Healthcare professional reported "fever," "infection" and "wound necrosis" against unknown side device. Device status is unknown.